Manufacturer narrative:
Electrode belt was returned and evaluated. The reported problem (connector latch does not secure with monitor) was unable to be duplicated. The trunk cable connector latches securely to the monitor. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. During evaluation, a reportable malfunction was found. The belt did not pass essential performance testing. The ECG "a" and "b" cable was severed from dn housing causing the faults. The root cause of the damaged connector was unable to be duplicated. The root cause for severed cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt connector latch does not secure with monitor.